Event description:
The pt presented with abdominal pain and obstructive liver function tests. An ercp showed that the metal stent had migrated distally below the stricture. It was removed and replaced with 2 plastic stents. It was reported that the procedrue was successful and the pt was ok.